Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer stated that during hospital stay customer was using the pump for 1 day and stopped using the pump when she ran out of insulin she was off of her pump for 2 weeks by the time of call. Customer was hospitalized. Customer's stated blood glucose level was 45 mg/dl and 160mg/dl at the time of call. The customer was treated with the intravenous breathing treatments and antibiotics. Troubleshoot for was not performed for low readings. The product will not be returned for analysis.